Event description:
It was reported the patient was unable to increase the stimulation due to auto-reducing. Diagnostics showed all contacts on the lead were invalid. The patient was to be referred to the physician and add'l reprogramming may be attempted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.